Event description:
A cartridge alarm was reported by the caller, which occurred while the pump was idle and not during the load process. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.